Event description:
It was reported that the pt underwent a sling procedure on 1/20/2005. Post operatively, the pt presented with presistent urinary incontinence, urinary retention, and urinary infrequency. Cystoscopy was performed, and urethral transection of the blue mesh tape in the outer two thirds of the urethra was noted. The mesh is in the anterior urethra, and it is still present there. The surgeon is planning to re-operate on pt to remove the mesh and perform urethral reconstruction.